Manufacturer narrative:
Evaluation: (unknown cause of event). Conclusion: (unknown cause of event).

Event description:
An aneurx stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm on an unknown date, approximately ten years ago. Vessel morphology was not provided. A routine follow-up CT revealed that there was an endoleak present. The physician performed an angiogram to determine what type of endoleak was present. The angiogram revealed that there were bilateral type iii fabric endoleaks present. The physician elected to implant two endurant iliac limbs. It was reported that there was a 3 mm gap between the outer sheath and the nose cone, prior to use in the patient. The physician attempted to reseat the outer sheath to the nose cone however, the gap could not be corrected. The physician was initially going to insert the device percutaneous, but due to the gap in the delivery catheter the physician had to use a 14fr sheath to insert the delivery system. The same product issue was seen on the other endurant iliac limb. The stent grafts were successfully deployed without issues with the use of a introducer sheath. No clinical sequelae were reported and the patient is fine.